Manufacturer narrative:
Sc1-cap locked in place properly during testing. Per observation, the knit line near the belt clip plate is normal. Unit was received with the following cosmetic damages: cracked keypad overlay and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on keypad. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.